Manufacturer narrative:
A risk management review revealed that the "risk of catheter leak" was identified in our risk analysis. A review of the instructions for use (IFU) indicated that the instructions provided for the PICC was clearly detailed / adequate. An evaluation of the returned product confirmed that there was a crack/leak. We were unable to determine/conclude the root cause for the leak of the catheter luer. We could only note that a hairline crack/leak was evident, but this may have been due to unusual force placed on the luer when "the nurse tried to clamp the luer lock with something to help remove the valve that was on the PICC product." A review of the device history records showed no non-conformities associated with this lot or luer. No similar complaints had been reported for lot # 1109-014. An evaluation of the returned product did not allow for us to irrefutably conclude the root cause for the leak. We could only note that the failure ws possibly made due to unusual force placed on the luer when "the nurse tried to clamp the luer lock with something to help remove the valve that was on the PICC product." No corrective/preventive action is opened at this time. Pfm medical will continue to monitor for these types of similar incidents.

Event description:
The customer reported that "one of the three luer lock hubs cracked during manipulation with a clave valve."